Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer. Customer tried another cable and original adapter and pump began to charge. Cts sent replacement supplies and customer confirmed issue was resolved.